Event description:
This patient has had two amt g-tube balloons break prematurely (less than 30 days after tube inserted). G-tube site was tender to touch. On assessment a large gap between g-tube and belly was detected. There was no water in the g-tube balloon. Tube was removed from site with mild resistance. Balloon was deflated. Water was inserted into this g-tube; water immediately expelled from balloon due to a tear in the balloon. A g-tube should last at least 30 days.